Manufacturer narrative:
(B)(4). Results: stent graft migration, endoleak. Results and conclusions: short, conical and angulated neck.

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately eighteen months ago. Aneurysm and vessel morphology at the time of implant was not reported. Currently, the aneurysm was 4.3 cm in diameter. The vessel morphology was reported as moderate calcification and moderate to severe tortuosity in the iliac limbs. The aortic neck was short, conical and angulated. It was reported that a recent CT demonstrated that the stent graft has migrated distally approximately 3 cm with a type I endoleak present. The patient was treated with two endurant aortic cuffs and an endurant limb in the unsupported area of the talent bifurcated stent graft, which was caused due to the stent graft migration on the right side. The migration and the endoleak were resolved. Prior to the implantation of the endurant limb the physician inserted an aneurx iliac limb and an aneurx iliac limb, but they would not track due to the tortuous left iliac arteries. Both devices were removed from the patient. There were no kinks in the delivery catheter. Both delivery catheters were discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.